Event description:
Bayer case number: (B)(4). Major cramps [cramp in lower abdomen]. Heavy menstrual bleeding. Bleeding during or after sexual intercourse [coital bleeding]. Swollen abdomen / bloating. Back ache. Headaches [headache]. Diffuse itching all over body [itching all over]. Abundant translucent vaginal discharge [vaginal discharge abnormality]. Vaginal flatulence. Sudden episodes of shivering. Tinnitus. Changes in voice [voice alteration]. Dry cough / frequent and irritating cough. Frequent urge to urinate [urgency urination]. Loss of libido. Chronic fatigue. Marked irritability. Circulatory weakness in hands and feet [circulatory disorder peripheral]. Vulvar varix [vulval varices]. Marked varicosity. Generalised muscle pain in legs and arms [pain muscle]. Pain in lower abdominal ligaments [ligament pain]. Pain in hips [painful hips]. Feeling of heaviness in legs [heaviness in limbs]. Poor blood circulation [disorder circulatory system]. Tooth pain. Bruxism. Dry eyes. Major anxiety [anxiety]. Depressive state. Psoriasis. Stomach pain. Nausea. Flatulence. Borborygmus. Partially digested food in stools [stool analysis abnormal]. Constipation. General deterioration of her state of health [general physical health deterioration]. Neck pain. Runny nose. Frequent and irritating cough due to inflammation of vocal cords [vocal cord inflammation]. Mucosa hypertrophy. Anemia. Left maxillary sinusitis [maxillary sinusitis]. Scoliotic inflection [localised infection]. Lumbar hyperlordosis. Sacral horizontalization [sacralization]. Very slight herniated disc l5-s1 [lumbosacral disc herniation]. Bowel movement disorders [intestinal movement disorder]. Rectal bleedings [rectal bleeding]. Diarrhea. Fibroid uterus [uterine fibroid]. Functional cyst on left ovary [ovarian cyst functional]. Scoliosis. Joint pain / hip pain [pain in hip]. Irritable bowel. Metrorrhagia. Dysmenorrhea. Dyspareunia. Pelvic pain, [pelvic pain female]. Constant pain in left iliac crest, [sacro-iliac pain]. Asthenia. Uterine adenomyosis [uterine adenomyoma]. Dyspepsia. Lymphopenia. Tendinitis. Skin rash. Immediate memory disorders [memory disturbance]. Impact on her daily life [impaired quality of life]. Product was inserted during pregnancy [pregnancy with contraceptive device]. Medical devic emonitoring error [medical device monitoring error]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain lower ("major cramps") and heavy menstrual bleeding ("heavy menstrual bleeding") in a 48-year-old female patient who had essure (ess205) inserted (lot no. 621808) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("medical devic emonitoring error"). The patient had a medical history of phlebectomy in 2008 and varicose veins vulval, venous peripheral insufficiency, osteoma, rhinoconjunctivitis, hypercholesterolemia, psoriasis, drug allergy, elective abortion, removal of wisdom teeth, appendectomy, vaginal delivery and parity 2 (1994 and 2004). The patient had a family history of fibroma (mother) and hodgkin's disease (father, death due to lung cancer)). As concurrent condition the report mentioned body mass index normal. Concomitant products included laxative (sodium picosulfate), arterin fort (monascus purpureus) and ginkor fort (ginkgo biloba, heptaminol hydrochloride, troxerutin). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 3667 days after essure (ess205) insertion, she experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion medically important), coital bleeding ("bleeding during or after sexual intercourse"), abdominal distension ("swollen abdomen / bloating"), back pain ("back ache"), headache ("headaches"), pruritus ("diffuse itching all over body"), vaginal discharge ("abundant translucent vaginal discharge"), vaginal flatulence ("vaginal flatulence"), chills ("sudden episodes of shivering"), tinnitus ("tinnitus"), dysphonia ("changes in voice"), cough ("dry cough / requent and irritating cough "), micturition urgency ("frequent urge to urinate"), loss of libido ("loss of libido"), fatigue ("chronic fatigue"), irritability ("marked irritability"), peripheral vascular disorder ("circulatory weakness in hands and feet"), varicose veins vulval ("vulvar varix"), varicose vein ("marked varicosity"), myalgia ("generalised muscle pain in legs and arms"), ligament pain ("pain in lower abdominal ligaments"), painful hips ("pain in hips"), limb discomfort ("feeling of heaviness in legs"), cardiovascular disorder ("poor blood circulation"), toothache ("tooth pain"), bruxism ("bruxism"), dry eye ("dry eyes"), anxiety ("major anxiety"), depression ("depressive state"), psoriasis ("psoriasis"), abdominal pain upper ("stomach pain"), nausea ("nausea"), flatulence ("flatulence"), gastrointestinal sounds abnormal ("borborygmus"), constipation ("constipation") and general physical health deterioration ("general deterioration of her state of health") and was found to have stool analysis abnormal ("partially digested food in stools"). Essure (ess205) was removed on 12-dec-2017. On unknown date she experienced neck pain ("neck pain"), rhinorrhoea ("runny nose"), vocal cord inflammation ("frequent and irritating cough due to inflammation of vocal cords"), mucosal hypertrophy ("mucosa hypertrophy"), anaemia ("anemia"), sinusitis ("left maxillary sinusitis"), localised infection ("scoliotic inflection"), lordosis ("lumbar hyper lordosis"), intervertebral disc protrusion ("very slight herniated disc l5-s1"), gastrointestinal motility disorder ("bowel movement disorders"), rectal haemorrhage ("rectal bleedings"), diarrhoea ("diarrhea"), ovarian cyst ("functional cyst on left ovary"), scoliosis ("scoliosis"), pain in hip ("joint pain / hip pain"), irritable bowel syndrome ("irritable bowel"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain,"), sacral pain ("constant pain in left iliac crest,"), asthenia ("asthenia"), adenomyosis ("uterine adenomyosis"), dyspepsia ("dyspepsia"), lymphopenia ("lymphopenia"), tendonitis ("tendinitis"), rash ("skin rash"), memory impairment ("immediate memory disorders"), impaired quality of life ("impact on her daily life") and pregnancy with contraceptive device ("product was inserted during pregnancy") and was found to have sacralisation ("sacral horizontalization") and uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the asthenia was resolving, the intermenstrual bleeding, dyspareunia and pelvic pain had resolved and the headache, myalgia, pain in hip, lymphopenia, tendonitis, rash and memory impairment had not resolved. The outcomes for abdominal pain lower, heavy menstrual bleeding, coital bleeding, abdominal distension, back pain, pruritus, vaginal discharge, vaginal flatulence, chills, tinnitus, dysphonia, cough, micturition urgency, loss of libido, fatigue, irritability, peripheral vascular disorder, varicose veins vulval, varicose vein, ligament pain, arthralgia, limb discomfort, cardiovascular disorder, toothache, bruxism, dry eye, anxiety, depression, psoriasis, abdominal pain upper, nausea, flatulence, gastrointestinal sounds abnormal, stool analysis abnormal, constipation, general physical health deterioration, neck pain, rhinorrhoea, vocal cord inflammation, mucosal hypertrophy, anaemia, sinusitis, localised infection, lordosis, sacralisation, intervertebral disc protrusion, gastrointestinal motility disorder, rectal haemorrhage, diarrhoea, uterine leiomyoma, ovarian cyst, scoliosis, irritable bowel syndrome, dysmenorrhoea, sacral pain, adenomyosis, dyspepsia and impaired quality of life were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 2. Last menstrual period was on (B)(6) 2007 and the estimated date of delivery was on (B)(6) 2007. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, anaemia, anxiety, painful hips, pain in hip, asthenia, back pain, bruxism, cardiovascular disorder, chills, coital bleeding, constipation, cough, depression, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, fatigue, flatulence, gastrointestinal motility disorder, gastrointestinal sounds abnormal, general physical health deterioration, headache, heavy menstrual bleeding, impaired quality of life, intermenstrual bleeding, intervertebral disc protrusion, irritability, irritable bowel syndrome, ligament pain, limb discomfort, localised infection, lordosis, loss of libido, lymphopenia, memory impairment, micturition urgency, mucosal hypertrophy, myalgia, nausea, neck pain, ovarian cyst, pelvic pain, peripheral vascular disorder, pregnancy with contraceptive device, pruritus, psoriasis, rash, rectal haemorrhage, rhinorrhoea, sacral pain, sacralisation, scoliosis, sinusitis, stool analysis abnormal, tendonitis, tinnitus, toothache, uterine leiomyoma, vaginal discharge, vaginal flatulence, varicose vein, varicose veins vulval and vocal cord inflammation to be related to essure (ess205) administration. The reporter commented: patient reported various health problems. She has general deterioration of her state of health since placement of the essure inserts in (B)(6) 2007. Period of occurrence: reactions over 10 years. 3 visible coils on the right side; 4 visible coils on the left side. This physician considered essure implants responsible for patient¿s symptoms. Since essure insertion, the patient experienced numerous symptoms with impact on her daily life: intense tiredess, persistent. Headache and pelvic pain leading to significant deterioration of her professional and personal life. According to allergologist, very low argument in favor of general symptoms linked to allergy with nickel of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.518 kg/sqm. [Abdominal x-ray] on (B)(6) 2007: confirmed good place of implants. [Computerised tomogram] on (B)(6) 2009: left maxillary sinusitis. [Computerised tomogram spine] on (B)(6) 2009: due to low back pain showed scoliotic inflection. [Haemoglobin (120- 160 g/l)] in 2005: 123; in 2016: 105. [Heavy metal test] on (B)(6) 2022: found exposure to manganese, strontium, gallium, lead, iron, antimony, mercury, tantalum, molybdenum, neodymium, praseodymium, chromium, cerium, cobalt, and tin. [Human chorionic gonadotropin] on(B)(6) 2000: 2000 (4 weeks of amenorrhea + 3 days) [magnetic resonance imaging] on (B)(6) 2008: without any finding. [Ultrasound pelvis] on (B)(6) 2007: found early pregnancy (last menstruations date = (B)(6)), followed by medical abortion. Essure were in place.; on (B)(6) 2009: due to anemia but no finding. [Ultrasound scan] on (B)(6) 2007: implants in correct position. [X-ray] on (B)(6) 2009: with return to normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pts: abdominal pain lower: n° 482 cases (excluding this case). Menorrhagia: n° 472 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: medical record received. New event neck pain, runny nose, inflammation of vocal cord, mucosa hypertrophy, anemia, left maxillary sinusitis, scoliotic infection, sacral horizontalization, slight herniated disc, bowel movement disorder, rectal bleedings, diarrhea, fibroid uterus, ovarian cyst functional , scoliosis, hip pain, irritable bowel, metrorrhagia, dysmenorrhea, dyspareunia, pelvic pain, pain in left iliac crest, asthenia, uterine adenomyosis, dyspepsia, lymphopenia, tendonitis, skin rash, memory disorder, impaired quality of life pregnancy with essure, device monitoring error added. Essure removal date & details were updated. Patients date of birth, additional reporter, medical history, concomitant conditions, lab data, & reporter causality comment added. Lot number added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.